Event description:
It was reported that the 9800 system had a communication error and there was a noise from under the tube cover. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were re-seated. There was a screw found under the tube cover during the service call. The system was tested and found to be working as intended and put back into service.